Event description:
It was reported that dirt was found on the bd phaseal¿ spike connector (c180j) when it was inserted into the saline bottle. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about dirt on c180j. The customer reported as follows: brown dirt was found on the connecta area of c180j. This was discovered immediately after c180j was inserted into the saline bottle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 09-may-2022. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a yellow stain is observed on the connector. The staining was identified to be the solvent and primer used to adhere the connector onto the spike. A device history review was performed for the reported lot 2103206, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. All product was inspected and no yellow staining or traces of adhesive or primer was observed anywhere on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, this incident was likely a result of a small leak in the dispenser and the operator not properly identifying the piece with the traces of adhesive and primer during assembly.

Event description:
It was reported that dirt was found on the bd phaseal¿ spike connector (c180j) when it was inserted into the saline bottle. The following information was provided by the initial reporter, translated from japanese: "this is a report about dirt on c180j. The customer reported as follows: brown dirt was found on the connecta area of c180j. This was discovered immediately after c180j was inserted into the saline bottle."